Event description:
In mid of 2020 while on lockdown from covid-19 I started having particulates in the humidifier, hose and nosepiece of my CPAP device, I also started having burning sensations in my nose and throat as well as developing more phlegm than usual in (B)(6)of the same year (I have copd), I have also been shorter winded than normal and have developed an enlarged liver as well over the last year, my dr says to keep using the device for now but I wanted to file the report anyhow. FDA safety report ID# (B)(4).